Event description:
Readings are 20-30 points higher than one touch mini and lab confirmed fbs (fasting blood sugar) been checking her blood sugar sporadically. Checked for the next 8 weeks & nbsp; mini 98 and hp was 128. Used the same blood droplet for testing. Used control solution and the strips were reading within the range provided on the vial.